Manufacturer narrative:
One 13.5f x 28cm silicone double lumen catheter was returned for evaluation. A visual inspection of the catheter reveals no outward physical damage. A functional evaluation of the catheter reveals the venous extension has a pinhole leak approximately 0.5cm below the extension over-molded sleeve. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The extensions were cross sectioned and measured. All measurements were within the design specifications. This family of devices is 100% leak tested prior to release. We are unable to determine the cause or factors which may have contributed to this event.

Event description:
Leakage venous extension. Device removed and replaced. Crrt treatment continued.